Event description:
Event description guidant received information that this pacemaker was explanted due to back-up reset. It was reported that the physician had difficulty accessing the programmed parameters as there was a prompt on the programmer to enter a 5-digit access key, however, the database was unavailable with this information.